Event description:
The dealer states that the front riggings were broke, then he said they weren't then he stated they were bent. The dealer states he didn't want to come to cscs. Protocol questions do not apply.

Manufacturer narrative:
Follow up to be sent if any additional information is received.